Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the tip of the viperwire was sheared off and remains in the pt's body. The lesion begin treated was located in the distal sfa. It was noted that while spinning with 1.5mm diamondback oad at high speed the viperwire inadvertently moved proximally. The physician used a snaring device to remove 90% of the wire, but a small segment moved distally into a branch of the post tibial artery. No adverse pt effect was noted as 3 vessel brisk flow was confirmed post-intervention. Additional information has been requested regarding this event.